Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead had an abrasion in the insulation causing a high out of range pacing impedance measurement of greater than 2000 ohms. High thresholds, loss of capture, as well as oversensing of noise was also observed on the ra channel. No changes were made and the ra lead remains implanted and in service. No adverse patient effects were reported.